Event description:
It was reported that the device did not properly recognize the cassette. It gave the alert "cassette not attached properly". This alarm event pauses the delivery of the pump until the error is addressed. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event log shows multiple occurrences of ¿high alarm displayed: cassette not attached properly.¿ functional testing was performed, and the reported issue was confirmed. The cause was traced to a defective downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.